Event description:
The customer contact reported that the device had burned with evidence noted at the ac connector of the device. The device was returned to the biomedical dept with a report that during priming, prior to pt use of the device, "does not function, it burned on (B)(6)". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device ac receptacle was charred and burned. The device was returned without the ac power cord. The probable cause could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.